Manufacturer narrative:
Follow-up #1 date of submission 12/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump black box data showed multiple low battery warnings; the data showed battery voltage immediately following a battery change was low. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump. The pump¿s current draws were tested and found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the pump's battery life was shorter than expected. Reportedly, the top of the battery cap was worn and the cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.